Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a scd pump. The customer states prior to use on a patient, the power cable was found damaged and the cooper wire is exposed.

Manufacturer narrative:
Submit date: 03/11/2014. An investigation is currently underway. Upon completion, the results will be forwarded.